Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked case at the display window corner, partially broken reservoir tube lip, cracked battery tube threads, cracked lcd window, stained end cap sticker, stained back address label and minor scratched lcd window.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked case at the display window corner, partially broken reservoir tube lip, cracked battery tube threads, cracked lcd window, stained end cap sticker, stained back address label and minor scratched lcd window.

Event description:
It was reported that the insulin pump broken at the insulin compartment. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.